Event description:
(B)(4) is the initial importer of the device which is a rollator. End-user purchased a secibd hand unit. End-user cut her left leg on the brake assembly while walking behind the rollator. She went to ER and received stitches. A week later she was reaching for something while seated on the unit in her bathroom. She reached for something. When she pulled her leg back she caught it and began to bleed. She went to the ER and received 3 stitches. The end-user is not returning the unit for evaluation.